Event description:
The procedure involved the placement of the stent in left subclavian artery (off label use). When attempting to deploy the stent at 2 atm of pressure, the stent slipped back toward the aorta nad was partially deployed. The physician attempted top reposition the stent without success. While removing the device, the stent was dislodged and because free floating in the iliac artery. The physician notified the surgeon and the stent was surgically removed.